Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: suture mislocation. Time of malfunction: during closure procedure. Symptoms/ae: arterial occlusion requiring surgery. Time of symptoms/ae: after the closure procedure. It was reported that a physician, trained in the use of the perclose at device achieved common femoral arteriotomy closure after a diagnostic procedure. Before the closure procedure was begun, the pt experienced vasospasm around the introducer sheath. IV nitroglycerin was given to treat the vasospasm and the perclose at was inserted and deployed. Post procedure, there was no pedal pulse on the access side. Angiogram revealed impeded flow distal to the access site. The suture, which was implanted in the intima of the posterior femoral wall, was surgically removed and a venous patch was used to repair the damaged vessel. According to the surgeon, the closure procedure should not have been attempted as the vessel was too small due to vasoconstriction. The pt was discharged home 2 days later in stable condition. Though requested, no additional info was available. Subsequently a voluntary user facility medwatch report was received that states: "perclose vascular closure device deployed to close arterial punture site post cardiac cath. Peripheral pulses were checked and found to be absent. Dr was notfied. Ntg was given for possible spasm since spasm had been noted prior to closure. Return of one pedal pulse to doppler. Pt continued to be observed during which time the pedal pulse became absent again. Decision was made to re-angiogram leg to identify problem. Occluded artery was noted and surgeon was notified. Pt was taken to o.r. For repair of artery."